Event description:
The user was sitting on the unit when the right fork stem broke, causing the fork and wheel to separate from the frame. Fell to the right and knocked over the kitchen table and chairs, landed on the tile floor, and hit head on the wall. Sustained a small bump on head and a bruise on leg; however no immediate hospitalization was required. User visited the doctor on (B)(6) 2009 and no further injuries were diagnosed.